Manufacturer narrative:
Intuitive surgical, inc. (Isi) receive the force bipolar instrument to perform failure analysis. The force bipolar instrument was analyzed and found to have a bent grip, causing side to side misalignment of the grips. There was a .0300¿ offset at the tips. This causes difficulty to open the jaws of the instrument.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Analysis is in progress. A follow-up MDR will be submitted when the instrument is evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar was stuck on tissue. An instrument release kit (irk) was used to open the jaws stuck on tissue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information. The surgeon was grasping the hernia sac/peritoneum tissue when the jaws became stuck on tissue. The jaws were successfully opened and released the tissue using the instrument release key. The was no adverse effect to the grasped tissue and there was no unexpected tissue removal or bleeding.